Manufacturer narrative:
This follow-up is being created to document that this was a duplicate report, reported under 2125050-2019-00625. Any additional information received for this complaint will be reported under 2125050-2019-00625.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to broken tubing.